Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files.

Event description:
The user facility reported anchor detachment with the involved angio-seal device. The following information was provided by the user facility: the anchor lock was disengaged and the anchor was left in the patient. Although it was discovered late, the anchor was successfully removed from the patient. Hemostasis was achieved by using surgical intervention. The patient died of sepsis one week after the surgery. The patient was hypertonia of high blood pressure and had a non-explosion cerebral aneurysm, and was treated with dialysis, and grafts were implanted around the puncture site. Since the location of the puncture site was high and the health condition of the patient was considerably bad, there may be no causation with the angio-seal procedure. The physician had completed the training process on the device prior to this case. The puncture site was distal to the inguinal ligament of the right common femoral artery. The size of the sheath ancillary used was 7 fr. Multiple sticks were not performed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.